Event description:
It was reported there was low bipolar impedance of approximately 190 ohms. Unipolar was higher at 300 ohms but showed noise on the egm. The patient later reported the lead had "frayed" and was no longer working, "making him feel bad." The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.